Manufacturer narrative:
Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had full blank screen. Customer's blood glucose level was unknown. Customer reported that the insulin pump was not exposed to moisture. Insulin pump will be returned for analysis.